Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor glucose was 119 mg/dl and his blood glucose was 44 mg/dl, and though the pump suspended properly the siren was not very loud. The customer treated his low with 60 carbohydrates of food. Additionally, his current blood glucose at the time of call was 168 mg/dl but his sensor glucose read 71 mg/dl. Troubleshooting was initiated and the customer was assisted with calibrating the sensor. No products were returned and a replacement sensor was shipped to the customer.